Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. No further information is expected. (B)(4).

Event description:
In a literature article entitled "changing refractive outcomes with increasing astigmatism at longer-term follow up for infant cataract surgery," there was a report that following cataract extraction with an intraocular lens (iol) implant procedure at age 1.3 months, the infant patient had an unexpected outcome of sphere and increasing cylinder, with exotropia over the course of 2.5 years. The article mentions findings of three patients with nystagmus and 58% of the total patients had reproliferation with yag laser. There are 13 medical device reports associated with this article.